Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulator stopped helping with symptoms and was giving the patient shocks. The doctor checked it with their programmer and said the stimulator was 'barely working' (patient did not elaborate). It was noted that the device was revised/replaced.